Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Screwdriver was being used to back out a screw and the tip broke off.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received screwdriver shows normal signs of usage however its tip is found to be broken. The broken tip was not received for evaluation. The breakage surface in the shaft shows rotational deformation in a counterclockwise direction. The flutes appear slightly twisted as well. This is a typical ductile overload fracture due torsional overload while backing out the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. The above investigation has determined the failure mode and a corrective action report was opened in order to address the issue of increasing reports regarding breakages of the blade of ¿screwdriver t20¿ with cat # 703539. As a result, a CAPA was opened as an opportunity to improve the design of the screwdriver blade. A design change was implemented to address these breakages: the blade of the screwdriver was shortened in order to increase its strength and consequently reduce the amount of breakages. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the tip happened due to a torsional overload. If any further information is provided, the complaint report will be updated.

Event description:
Screwdriver was being used to back out a screw and the tip broke off.